Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported leak was not able to be confirmed. Based on a visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that leaking was noted from the black hub of the armada 35 balloon when the balloon was inflated to 2 atmospheres (atm) above nominal pressure. Therefore, the balloon pressure was unable to be maintained. The procedure was completed by using another balloon. No adverse patient effects were reported. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.